Event description:
The consumer reported using the prod for 6 hrs on her lower back. When the patch was removed, the consumer described burns, blistering and skin removal resulting in redness and scabbing. The consumer claimed she was unable to seek medical attention at the time of the incident, because she is wheelchair bound due to degenerative disc disease.

Manufacturer narrative:
Package labeling warns not to put pressure on the patch for an extended period of time. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.